Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus calibration was disturbed. Calibration was completed successfully. Updated software and the programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a stylus calibration issue. The programmer was received into service. There was no patient involvement.